Event description:
Reportedly, abnormal in situ measurements were noted. It is not known if the hearing performance is affected. Further technical and medical checks were to be planned for july 2020; however, no further information on these could be gathered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further medical intervention is considered but no further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, abnormal in situ measurements were noted. It is not known if the hearing performance is affected.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, abnormal in situ measurements were noted. Hearing performance with the device declined gradually. The user was re-implanted on (B)(6)2022.